Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated there was an issue with the configuration of the cobas infinity software which causes the software to calculate ethanol and "uru" results incorrectly. The reporter expects the cobas infinity software to apply a calculation of x1000 to the result generated by an analyzer and then apply a result range modification to this calculated value to transform the value into a non-numerical value. The cobas infinity software does not work as expected since it is applying the result range modification prior to the calculation of x1000. For example, the cobas infinity software is expected to first apply the formula of x 1000 to a raw ethanol value of 4 mg/l, modifying the raw value to 4000 mg/l. Then the result range modification is applied to this value of 4000 mg/l to transform this value into a non-numerical value. If the calculated value is < 101 mg/l, then the software will transform the value into < 101 mg/l. The final result remains as the numerical value of 4000 mg/l since the value is not < 101 mg/l. The cobas infinity software is acting in the converse manner. First the range modification is applied and since the raw analyzer value of 4 mg/l is < 101 mg/l, then the raw value is first modified into the non-numerical value of "< 101" mg/l. Then the cobas infinity software applies the x1000 calculation after this first modification and since the value has been transformed into a non-numerical value of < 101 mg/l, then this value cannot be multiplied and remains as < 101 mg/l.

Manufacturer narrative:
During investigations, the issue observed by the customer could be reproduced. The software prioritizes modifications when more than one have been configured in the software. First, "qualitative modifications" are applied to the test results. Then, starting with "alphanumeric results modification", later "result modification by range", and then "result modification by formula" until all modifications are applied. Product labeling for the cobas infinity has been deemed insufficient as the documentation does not specify the prioritization of result modifications.